Manufacturer narrative:
The device was manufactured on 11/11/2013 and has no repair history at zimmer surgical or (B)(4). Customer returned an electric dermatome device, serial number (B)(4), to (B)(4) for evaluation. Customer also returned a power supply, serial number (B)(4), for evaluation. Investigation revealed the device did not operate and the control bar was bent. The power supply, serial number (B)(4) did not exhibit any issues and did not require repair. Prior to repair, the device was outside calibration specifications at the zero, 0.0100" and 0.0200" thickness settings. The device was outside of side to side specifications at the zero thickness setting. Repair of the device included replacement of the motor, control bar and standard repair parts. Post repair analysis revealed excessive corrosion to the motor. The reported event was confirmed and was most likely due to the corroded motor, which was most likely due to moisture ingress. Special care regarding cleaning and sterilization should be taken to prevent the entry and accumulation of moisture within the handpiece that can lead to the corrosion and malfunction of the internal components. The device was repaired and returned to the customer.

Event description:
It was initially reported that during the surgical procedure the device was initially working, however it then stopped suddenly and would not work any longer. There was no report of any harm/injury to the patient or operator. Additional clinical information determined that the surgery was cancelled and not completed on the day scheduled. The patient had been at the hospital prior to the planned surgery due to burns suffered previously. The surgery was rescheduled for a time when an alternate device could be obtained.

Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.